Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer, analyzed, and tested out of specification. No additional information could be obtained through follow-up attempts. No patient complications were reported as a result of this event.